Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Clinical trail performed by biodexa pharma in the us. Reference to MFR report # 2024-us-000053. Although infection, including meningitis, is documented with lumbar peritoneal shunt systems, the off-label use of the catheter in this study has caused the device deficiency to be an expedited reportable serious adverse device effect (sade)." Device will not be returned for evaluation. IFU states: "infections can occur secondary to systemic infection of the drainage mechanism. Such infections can lead to arachnoiditis and are best treated by catheter removal and appropriate antibiotic therapy." As well as "complications such as infection, air leakage into the subarachnoid space, and fluid leakage may occur randomly at any time during or after the procedure." Further investigation to be carried out.

Event description:
Part nt97105s01 - spetzler lumbar-peritoneal shunt kit, 105cm catheter. The catheter was implanted in the subject on (B)(6) 2023. Following insertion of the catheter there was delayed wound healing of the forehead wound. The catheter was explanted on (B)(6) 2024. The off-label use of the catheter in this study (mtx110-102) has caused the device deficiency to be an expedited reportable serious adverse device effect (sade). Related to medwatch form ref. MFR report # 2024-us-000053.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). No associated capas complaint history review/trend analysis: 0 previously confirmed "integ-infection" complaints within the past two years. (B)(4) nt97105s01 units sold within past two years. Failure rate = 0.00% risk management review: (identify hazard ID) a review of (B)(4) medical device hazard analysis (rev 01), identifies the hazard situation as "7.2 device contamination." The risk level is considered moderate. Based on complaint of "bacterial infection." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation. IFU states: "infections can occur secondary to systemic infection of the drainage mechanism. Such infections can lead to arachnoiditis and are best treated by catheter removal and appropriate antibiotic therapy," as well as "complications such as infection, air leakage into the subarachnoid space, and fluid leakage may occur randomly at any time during or after the procedure." Off-label use may have contributed to reported infection. No further action is required. Failure mode: no device returned - unable to determine.

Event description:
Part nt97105s01 - spetzler lumbar-peritoneal shunt kit, 105cm catheter. The catheter was implanted in the subject on (B)(6) 2023. Following insertion of the catheter there was delayed wound healing of the forehead wound. The catheter was explanted on (B)(6) 2024. The off-label use of the catheter in this study (mtx110-102) has caused the device deficiency to be an expedited reportable serious adverse device effect (sade). Related to medwatch form ref. MFR report # (B)(4).